Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement: prosthesis implanted with constrained to promote stability. Original oxford unicompartmental knee (zimmer biomet) revised to pfc tkr using primary cr femoral component and cr rp curved bearing. Tibia mbt revision tibia and step wedge and stem to counter for bone loss associated with the oxford unicompartmental knee. Patella resurfaced at time of surgery to a pfc oval dome patella which remains in situ. The patient experiencing instability and femoral component and bearing revised to a pfc tc3 rp femoral component and tc3 rp bearing to promote stability.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.